Event description:
It was reported while testing for sars cov-2 discrepant results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: ¿I don¿t like that you have to create a login to use this product. I have an inherent distrust of apps so think twice. On two tests I got two completely different results yet both ¿read¿ the same way with no explanation. I like the test itself but the forced app usage ruins it.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(4) USA has been used as a default.

Event description:
It was reported while testing for sars cov-2 discrepant results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: ¿I don¿t like that you have to create a login to use this product. I have an inherent distrust of apps so think twice. On two tests I got two completely different results yet both ¿read¿ the same way with no explanation. I like the test itself but the forced app usage ruins it.¿

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿on two tests, patient got two completely different results yet both ¿read¿ the same way with no explanation¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.